Manufacturer narrative:
This report is being supplemented to provide additional information, and the results of the legal manufacturer's final investigation. Please see updates to b5, d8, d9, h3, h6, and h11. The device was returned to olympus for inspection, and the reportable malfunction of an e315 error was not confirmed, but its occurrence is likely. However, upon evaluation, another reportable event was found where foreign materials were coming out due to clogging of a secondary water pipeline channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, it is presumed that water invaded the subject device by damage due to device handling. This likely led to damage at the scope connector, resulting in a e315 error. Secondly, it is likely that the foreign material could not be removed because appropriate reprocessing could not be conducted. In both cases, the root causes of the reportable malfunctions could not be established. The event can be detected/prevented by following the instructions for use: event for the e315 malfunction: "chapter 3 preparation and inspection: the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection: the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning: using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. "Chapter 5 troubleshooting: the countermeasures against troubles are described in this chapter. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage." Event with the foreign material malfunction: suggested event 1 IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿

Event description:
The intended procedure was completed using a similar device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1 address: (B)(6).

Event description:
It was reported the colonovideoscope exhibited a e315 scope connection error. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.